Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. There is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally, there is no allegation against any fresenius products and the event. There is however a high probable association between the breach in aseptic technique during peritoneal dialysis therapy (not wearing mask, washing hands and failing to install pin properly) and the episode of peritonitis.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was seen in the clinic on (B)(6) 2017 due to cloudy effluent, and was diagnosed with peritonitis. The nurse reported that the patient was not wearing a mask causing a break in sterile technique. The patient's effluent was cultured on (B)(6) 2017 and results showed staphylococcus lugdunensis. Patient was given cefazolin and ceftazidime as precautionary and was switched to vancomycin per his physician's direction after the cultures came back. Medical records were received. And are currently under review.